Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential adverse event associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, with the information provided, the exact cause of the aortic valve stenosis cannot be confirmed; however, progression of the pre-existing disease process may have contributed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Echo not submitted, cine reviewed: cine from implant : severe leaflet calcification noted with porcelain aorta. Post deployment valve appears to be well positioned and expanded. Cine from 3 years and 4 months post implantation: porcelain aorta noted again. Valve-in-valve deployed approximately 1 cell higher than original valve. No regurgitation appreciated on root shot post valve-in-valve. Cause of initial valve degeneration cannot be determined on cine images provided. Patient factors (progression of existing disease) may have contributed. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: human factors.

Event description:
As reported through our (B)(4) affiliate, approximately 3 years post implantation of a 26mm sapien xt, increased mean gradient (70mmhg) was noted requiring implant of a sapien 3 valve. As reported, the long and short axis tee images were of bad quality; therefore, no further clinical information is available on the valve or leaflets.